Event description:
Related MFR report: 1627487-2019-13778 and 1627487-2019-13779. It was reported the patient's drg system was not providing effective stimulation therapy. Upon system evaluation by the company representative, the impedance was all within normal range. However, the physician decided to replace one of the patient's drg leads. Effective stimulation therapy was reportedly established postoperatively.